Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis and the patient was hospitalized for the event on an unreported date. Treatment rendered was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h11l08113 and h12a06092. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.